Event description:
It was reported the patient had a loss of therapeutic effect on the right hand side, including a return of tremor. The symptoms seemed to be coming on gradually. The patient had been decreasing medications for a while and it seemed to be getting worse recently. It was noted the patient programmer training received by the patient was minimal or ineffective. 11 days later it was later reported that during troubleshooting it was discovered the implantable neurostimulator (ins) was off on (B)(6) 2012. The ins was turned back on and the patient was okay until two days later. When trying to help the patient with the patient programmer the patient saw an error screen. It was reported there was no stimulation sensation and there was tremor on the right side badly. The patient had not quit shaking for at least the last 24 hours. It started (B)(6) 2012 and the patient woke up his wife while she tried to lay with him. It was noted it was difficult to operate the programmer due to its complexity. The device was powered off. It was determined the current settings were 1.3 volts and 2.3 volts from trying to adjust stimulation (B)(6) 2012. It was noted the system was implanted to help the patient while he was learning to walk and the system was not helping the patient with that. It was noted the patient was last programmed within the last couple months. On (B)(6) 2012 the patient programmer showed the ins was ¿off¿ with settings at 1.20 volts and 2.10 volts. The device was turned back on and the patient programmer showed ¿on¿ and ¿okay.¿ the settings were increased to 1.90 volts and 2.80 volts, which were the highest settings available with the patient programmer. The patient¿s tremor decreased but had not gone away. 11 days later it was reported the patient received assistance from a health care professional or manufacturer representative and his concerns were resolved. It was also reported the patient was still having concerns with the device and therapy and was working with the health care professional or manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 389s-40, lot# va01hh5, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va01hh5, implanted: (B)(6) 2012, product type: lead. Product ID: 37092, lot# 334100001, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension . (B)(4).